Event description:
It was reported that a customer experienced difficulties with the pump's quick bolus/wake button, which was hard to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to properly press the button and confirmed that the issue persisted. Consequently, technical support arranged for a replacement pump, as the current one was still under warranty, and provided instructions for returning the faulty pump. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery.